Event description:
It was reported that the patient had an infection that caused the tissue to become weak and unable to hold the lead sutures in place. As a result, the lead migrated which was confirmed through x-ray. The patient lost relief and reprogramming was attempted, however, it only caused rib stimulation. The physician confirmed that the infection was not device related and suspected that the cause was patients poor hygiene. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were discarded. The patient was prescribed with antibiotics and was recovering well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7080153. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 557560.